Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-feb-2022 to 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cables were not seated properly. The field service engineer powered down the station and seated the cables firmly on boards and router and restarted the fridge to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator had a failed storage space and was unable to recover. The customer added that the fridge contained high use and emergent medication and was unable to recover even after rebooting. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator had a failed storage space and was unable to recover. The customer added that the fridge contained high use and emergent medication and was unable to recover even after rebooting. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cables were not seated properly. Powered down the station and seated the cables firmly on boards and router, restarted the fridge to resolve. The system was functional as intended.